Manufacturer narrative:
(B)(4). Concomitant medical products: 163662, 28mm mod hd std neck tp1 taper, 063130, 11-301351, arcos con sz a hi 80mm, 983940, 11-165112, all-poly tri polar cup 26x60mm, 627910, 11-300615, arcos 15x200mm prx tpr dist, 956670. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01908. Remains implanted.

Event description:
It was reported that the patient underwent a closed reduction due to dislocation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. The event will be reported on 0001825034-2017-11431.